Event description:
It was reported that a patient underwent a revision dissecting the right l5/s1 tlif on an unknown date and suture was used. Post-op, the patient developed a skin reaction along incision line. The patient may have experienced an allergic reaction to the suture that was used to close the patient¿s skin layer. The skin rash resolved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. No steroid used. Only prophylactic pre-op antibiotic given. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. No further procedures performed. What is the most current patient status? Patient well. Skin rash resolved. Any pictures available of the reaction? No pictures. Product code? Item code and lot number not available. Lot number? Item code and lot number not available. Name of procedure? Revision dissecting and right l5/s1 tlif it was reported that ""?isn?t aware of whether skin glue was used over the top of the incision line at the time of close."" Was the skin glue used a j&j product? * if yes, please provide product code. Skin glue used. Not j&j. Provide the source or name and title of external person providing answers to follow-up the external person who provided the response was mr robert dunsmuir. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Was any medication or treatment given to the patient for the allergic reaction? If yes, please provide medication name and results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon's name?